Event description:
Health care professional (hcp) reports 3 blood leaks noted into the dialysate compartment during pt treatments. New disposables used to continue treatments without incident. Estimated blood loss of 250cc reported with each event. One pt had two incidents. Dialyzers reused 2,2 and 10 times prior to these reports. Health care professional reports no pt injury or need for medical intervention.